Manufacturer narrative:
Additional information and device evaluation completed.

Manufacturer narrative:
The association between coopervision lenses and the event is unconfirmed.

Event description:
It was reported that the patient experienced redness and pain in the right (od) eye and sought medical treatment. It is also reported that the patient experienced a lens intolerance with burning and itching of the eye. The patient was prescribed cortisone drops and moisture drops. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. This event is being reported due to incomplete diagnosis, lack of medical information, and unknown resolution. This event is being reported in (B)(6) and the us and does not meet the minimum criteria of an adverse reportable event in any other country or region where the product is sold. Medical information that is received after the date of this justification will be assessed to determine if the event is determined reportable.